Event description:
Caller reported experiencing a cgm error 42 with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, which initially resolved the error. However, due to the recurrent nature of the issue, technical support decided to replace the pump. The customer will continue to use the current pump until the replacement arrives.